Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a damaged component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
It was reported that approx.1 month after implantation there was an issue with stimulation in rv and ra. The lead connections were checked. The measurements via psa showed good values. The device was explanted and replaced, the leads were reconnected.

Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. This revealed that the pacing threshold had been slowly increasing since the implantation from 1.1 v to 2.8 v, last measured on (B)(6) 2020. All subsequent right-ventricular pacing threshold tests were not successful. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the drill hole dimensions of the atrial and ventricular channel were all within the dimensions specified by the standard. The ventricular spring element was found to be slightly widened, which potentially might lead to an intermittent electrical contact. The manufacturing process of this device was then reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In particular, a check of the inner spring diameter that was performed twice during the production showed that these diameters were within the accepted tolerance range. It can therefore be assumed that the ventricular spring element was slightly widened due to the impact of mechanical force during the reported revision and a cleaning of the connections associated with this revision. In the further course of the analysis, the pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. In addition, a long-term pacing test was performed both in unipolar and in bipolar lead configuration. The pacing function showed no anomalies during this test. The device was capable to provide therapy without restrictions. No intermittent electrical contact was detected. The pacemaker was programmed to a bipolar lead configuration during the implantation time. During the revision and an associated automatic switch of the polarity from bipolar to unipolar in both channels during lead decontacting, insufficient tissue contact during the revision might have contributed to the clinical observation. In summary, no definitive cause of the clinical observation could be determined despite a thorough device analysis. Aside from the widening of the ventricular spring element, the device was without defects and showed no restrictions of its capability to provide therapy.